Manufacturer narrative:
The device was returned for analysis. Analysis could not confirm the reported event of ¿working without power, abnormal noise or smoking. Pre-repair temperature testing was performed. Pre-repair temperatures were the following: rear ¿ 89 degrees f, middle ¿ 84.9 degrees f and bearing ¿ 88.3 degrees f. Evaluation found that the nose bearings were corroded and the cable was kinked. The device was repaired, tested to all manufacturing product specifications and returned to the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported that the handpiece began to work without power, locking and with an abnormal noise despite being well mounted and its cooling system with bi-distilled water; then smoke came out. Another handpiece was used to complete the surgery. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicating that the handpiece heated up after 2 minutes. Additional information also stated that the handpiece did not activate by itself, the footswitch was pressed to activate the handpiece. The handpiece ran with no torque or power after it was activated.